Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the caller was able to communicate with the ins using the programmer and it was showing that stimulation was off in preparation of an MRI. The caller stated that the patient hadn¿t done anything with the stimulator or used it for 5 years. The caller didn¿t know any other information about why the patient wasn¿t using their stimulator. On a second call the caller reported that according to the programmer, the ins was off. The patient was reporting that they still felt stimulation and felt like it was stimulating too high. The caller stated that the patient didn¿t ever use the programmer and they hadn¿t done anything with it for approximately 5 years. The caller didn¿t know if the patient had experienced this before the call or if it was the first instance. The possibility of residual stimulation was reviewed. No further complications were reported.